Event description:
The customer reported ac power light turns on and off by itself. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.